Manufacturer narrative:
Device received with critical pump error due to force sensor flex tail not properly plugged in. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had critical pump error. The blood glucose was 130 mg/dl at the time of the incident. Troubleshooting steps were guided for critical pump error. Customer reported that, they received a critical pump error image on the pump screen. What led up to the event: reservoir just came out of the compartment. Customer advised to replace and discontinue use of the pump and recommended customer refer to back up plan. Confirmed with the customer that the reservoir was securely in place all day and all of a sudden this evening it fell out of the compartment then pump started to alarm. The insulin pump will not be returned for analysis.